Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "feel a lot of burning". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d4, d6a, g4, h4, h6.

Event description:
The event of rupture was removed as there was no allegation of a device deficiency noted for the left implant device. This record is no longer reportable to the FDA and will be un-reported.